Event description:
It was reported that there was possible early battery depletion and the device was at eos (end of service). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Add'l devices: 4195 implantable pacing lead (B)(6) 2010; 5076 implantable pacing lead (B)(6) 2007. (B)(4). Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.